Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, the 5.5 mm twinfix ultra anchor broke while inserted in the joint. All fragments were retrieved from the joint, but it is unknown how. A replacement implant was used to complete the surgery, but it is unknown if another bone hole had to be drilled. Surgery was not delayed. The patient was not stated to be harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72202602 twinfix ultra 5.5mm suture anchor was used for treatment but not returned for evaluation, therefore conclusions were limited. If objective evidence becomes available, the complaint may be revisited. IFU 10600675 confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could affect performance include: 1) IFU not adhered to. 2) use of other than recommended method, prep instrument size and/or types. 3) entanglement with guide wire or other instrument. 4) incompatible or unexpected bone density/condition. 5) use of excess torque or force. 6) incomplete anchor insertion. 7) loss of or lack of axial alignment. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ recommended prep instrument for normal bone condition is a pilot hole with a 4.5 spade tip drill and a 5.5/6/5 threaded dilator. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No additional actions required at this time.